Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's speech perception has reportedly improved. The recipient's issues have resolved. This is the final report.

Event description:
The recipient reportedly experienced an infection due to extrus dacron tissue. On (B)(6) 2019, the recipient underwent surgery to remove the extrus dacron tissue. The recipient presented with decreased performance, dizziness, and headaches following surgery. Programming adjustments were made, however, the issue did not resolve. The recipient's infection resolved.

Event description:
The recipient reportedly experienced an infection due to extrus dacron tissue. The recipient presented with decreased performance. Programming adjustments were made, however, the issue did not resolve. The recipient underwent surgery to remove the fabric which led to infection. The recipient presented with dizziness and headaches following surgery. The recipient's infection resolved.